Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 was failed. A field service engineer arrived at the station and confirmed the customer was logged in. The customer attempted to recover the storage space, during which the door latch double-clicked. Unlocked the cabinet and removed the latch column. Inspected the latch harnesses, disconnected them, and checked the mini-switch contacts. Tightened the harness connections and cleaned the mini-switch contacts. Reconnected the harnesses to the latches, reinserted the latch column, and locked the tower to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system tower door 4 was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.